Event description:
Allegedly when the surgeon removed the plate, it was cracked. He wanted to know if there was something he should have done differently.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn visually examined. Photographic images made. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 1201218599. Device history record reviewed. X-rays reviewed. (B)(4) - evidence that product in specification when used, undetermined.